Event description:
It was reported that the small volume intermate had white floating particles. The event occurred before use. The device was filled with colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured between the dates of 11/11/2014 and 11/13/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A visual inspection was performed and a white particle was noted approximately 2.77mm in length floating in the fluid of the reservoir. A fourier transform infrared spectroscopy was performed and the particle was identified as acrylic material. The cause of the issue could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.